Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA (B)(4) inspection observations, (B)(4) issued on (B)(4) 2010.

Event description:
The attending physician's office reported that pt experienced swollen glands, swelling of the throat, nose bleed, yellow mucus discharge, abdominal welts and a cough since beginning treatment on (B)(6) 2008. The pt also identified that she was undergoing a "detoxification from plastic." The pt was examined by her medical physician who was unable to provide a diagnosis.